Manufacturer narrative:
Updated fields: b4, d4(catalog, version), d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information: (B)(6). A getinge field service engineer checked unit and found beep sound continuously while switching on unit and display was not showing up. It was suspected that power supply assembly and motor control pcb parts required to be replaced once unit turns on then further diagnose will be possible. Quotation is submitted, waiting for po from customer end. At this time, the customer has not requested getinge to repair the iabp and if any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not yet repaired by getinge

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 , h10, h11. Corrected fields: h3. A getinge field service engineer checked unit and found beep sound continuously while switching on unit and display was not showing up. It was suspected that power supply assembly and motor control pcb parts required to be replaced however as per customer request fse has arranged power supply and motor controller board for crosscheck, after crosscheck found both parts defective and also found driver manifold is defective need to replace all parts as mentioned. Quotation is submitted, waiting for po from customer end. At this time, the customer has not requested getinge to repair the iabp and if any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device evaluated however repair status unknown.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit had a beep sound coming when switching on. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.